Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels in the mornings reaching 500 mg/dl. Customer's health care professional recommended pump basal rate be adjusted. Tandem technical support guided the customer through adjusting the pump basal rate. Customer delivered boluses to bring bg levels back to target range.